Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. Per the customer, the wrong button was selected on the remote, therefore the pc tear was not caused by a malfunction of the system (B)(4).

Event description:
A company representative reported that during a cataract extraction with intraocular lens implant procedure the patient experienced a posterior capsule tear (pc tear). It was noted that the scrub technician selected the wrong key on the remote control which changed the highlighted power on the screen. A burst of energy came through the handpiece causing the pc tear. There was no vitrectomy performed. The patient was sent to a retinal specialist. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).